Event description:
The customer reported via phone call that the insulin pump had an unresponsive esc button. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump had minor scratched display window.